Event description:
During a lead revision procedure, the physician noticed that the lead was damaged on the proximal end between two contacts. The lead was explanted. The patient was implanted with a new advanced bionics lead.